Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain-1 week of bleeding, 1 week off for a year and a half/hand"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (data of birth: (B)(6) 2002,(B)(6) 2009. Complication during pregnancy: c-section births due to crocked. Tried natural birth with first child after 18 hours labor and was not progressing.), depression and polypectomy. Previously administered products included for birth control: yaz from 2002 to 2009. Concurrent conditions included morbid obesity, alcohol use (current everyday), uterine polyp, endometrial polyp, tobacco user (current everyday), bloating, cyst and complex ovarian cyst (bilateral). Family history included lung cancer (grandmother (paternal)), diabetes (father) and pancreatic cancer (grandmother (maternal)). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue beyond, slept all the time"), hypersomnia ("fatigue beyond, slept all the time"), headache ("headaches with menstruation"), dysmenorrhoea ("pelvic pain with menstruation"), rash generalised ("all over rashes"), vaginal discharge ("vaginal discharge and odor"), arthropathy ("hand and knee joint problems/joint problems") and migraine ("migraines/headache"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel toxicity)") and sensitivity of teeth ("emergency root canal and problems with teeth, sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with ibuprofen, antibiotics, surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, sensitivity of teeth, fatigue, hypersomnia, headache, dysmenorrhoea, rash generalised, vaginal discharge, arthropathy, alopecia, weight increased and migraine had resolved. The reporter considered allergy to metals, alopecia, arthropathy, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersomnia, menorrhagia, migraine, pelvic pain, rash generalised, sensitivity of teeth, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, surgical pathological report revealed tissue submitted as uterine polyp, polypectomy. -endometrial polyp. Negative for hyperplasia and malignancy microscopic: there is an endometrial polyp containing inactive appearing glands. No non-polypoid background endometrium is not present to evaluate. On (B)(6) 2016, surgical pathological report revealed bilateral fallopian tubes and bilateral essure. Endometrial curettings final diagnoses included fallopian tubes, right and left, excision, unremarkable fallopian tubes and removed essure devices. Uterus, endometrium, curettage, multiple fragments of proliferative endometrium, no evidence of hyperplasia or malignancy clinical history: menorrhagia pelvic pain due to essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nickel allergy, pelvic pain, fatigue, menorrhagia, rash and weight gain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case has been upgraded in the incident category. This case is medically confirmed. This case concerns (B)(6) patient. Her demographics were updated. Her historical condition, historical medication, family history and concurrent conditions were added. Lab data was added. Essure indication was added. Essure explantation date was added. Events: abnormalbleeding (vaginal,menorrhagia), allergic or hypersensitivity reaction (nickel toxicity), dental problems emergency root canal and problems with teeth, sensitivity; fatigue beyond, slept all the time, headaches with menstruation, pelvic pain with menstruation, pelvic pain-1 week of bleeding, 1 week off for a year and a half; rashes or skin conditions (all over rashes); vaginal discharge and odor; hand and knee joint problems/hand and joint problems; hair loss and weight gain were added. She recovered form all the events by the end of the first week post removal of essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain-1 week of bleeding, 1 week off for a year and a half/hand'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('persistent bleeding/abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (data of birth: (B)(6) 2002,(B)(6) 2009. Complication during pregnancy: c-section births due to crocked. Tried natural birth with first child after 18 hours labor and was not progressing.), depression and polypectomy. Previously administered products included for birth control: yaz from 2002 to 2009. Concurrent conditions included morbid obesity, alcohol use (current everyday), uterine polyp, endometrial polyp, tobacco user (current everyday), bloating, cyst and complex ovarian cyst (bilateral). Family history included lung cancer (grandmother (paternal)), diabetes (father) and pancreas neoplasm malignant (grandmother (maternal)). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue beyond, slept all the time"), hypersomnia ("fatigue beyond, slept all the time"), headache ("headaches with menstruation"), dysmenorrhoea ("pelvic pain with menstruation"), rash ("all over rashes"), vaginal discharge ("vaginal discharge and odor"), arthropathy ("hand and knee joint problems/joint problems") and migraine ("migraines/headache"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel toxicity)") and hyperaesthesia teeth ("emergency root canal and problems with teeth, sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, ibuprofen, emergency root canal and problems and surgery (hysterectomy with bilateral salpingectomy and bilateral removal of essure devices and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, hyperaesthesia teeth, fatigue, hypersomnia, headache, dysmenorrhoea, rash, vaginal discharge, arthropathy, alopecia, weight increased and migraine had resolved. The reporter considered allergy to metals, alopecia, arthropathy, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperaesthesia teeth, hypersomnia, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure devices, the right being with 3 coils presenting and the left with 7 coils presenting. Complete removal of the endometrial polyp was also seen . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. On (B)(6) 2014, surgical pathological report revealed tissue submitted as uterine polyp, polypectomy. -endometrial polyp. Negative for hyperplasia and malignancy microscopic: there is an endometrial polyp containing inactive appearing glands. No non-polypoid background endometrium is not present to evaluate. On (B)(6) 2016, surgical pathological report revealed bilateral fallopian tubes and bilateral essure. Endometrial curettings final diagnoses included fallopian tubes, right and left, excision, unremarkable fallopian tubes and removed essure devices. Uterus, endometrium, curettage, multiple fragments of proliferative endometrium, no evidence of hyperplasia or malignancy clinical history: menorrhagia pelvic pain due to essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nickel allergy, pelvic pain, fatigue, menorrhagia, rash and weight gain." Most recent follow-up information incorporated above includes: on 27-jul-2020: reporter and lot number added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/pelvic pain-(B)(6) week of bleeding, (B)(6) week off for a year and a half/hand'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('persistent bleeding/abnormal bleeding (general)'). In a 38-year-old female patient who had essure (batch no. A20053), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 2 (data of birth: (B)(6) 2002, (B)(6) 2009. Complication during pregnancy: c-section births, due to crocked. Tried natural birth with first child after (B)(6) hours labor. And was not progressing), depression and polypectomy. Previously administered products, included for birth control: yaz from 2002 to 2009. Concurrent conditions included: morbid obesity, alcohol use (current everyday), uterine polyp, endometrial polyp, tobacco user (current everyday), bloating, cyst and complex ovarian cyst (bilateral). Family history included: lung cancer (grandmother (paternal)), diabetes (father) and pancreas neoplasm malignant (grandmother (maternal)). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue beyond, slept all the time"), hypersomnia ("fatigue beyond, slept all the time"), headache ("headaches with menstruation"), dysmenorrhoea ("pelvic pain with menstruation"), rash ("all over rashes"), vaginal discharge ("vaginal discharge and odor"), arthropathy ("hand and knee joint problems/joint problems"). And migraine ("migraines/headache"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel toxicity)") and hyperaesthesia teeth ("emergency root canal and problems with teeth, sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). And was found to have weight increased ("weight gain"). The patient was treated with antibiotics, ibuprofen, emergency root canal and problems and surgery (hysterectomy, with bilateral salpingectomy and bilateral removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, hyperaesthesia teeth, fatigue, hypersomnia, headache, dysmenorrhoea, rash, vaginal discharge, arthropathy, alopecia, weight increased and migraine had resolved. The reporter considered allergy to metals, alopecia, arthropathy, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperaesthesia teeth, hypersomnia, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure devices, the right being with 3 coils presenting. And the left with 7 coils presenting. Complete removal of the endometrial polyp was also seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 46.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, results: total bilateral occlusion. On (B)(6) 2014, surgical pathological report revealed, tissue submitted as uterine polyp, polypectomy, endometrial polyp. Negative for hyperplasia and malignancy microscopic. There is an endometrial polyp containing inactive appearing glands. No non-polypoid background endometrium is not present to evaluate. On (B)(6) 2016, surgical pathological report revealed, bilateral fallopian tubes and bilateral essure. Endometrial curettings final diagnoses included: fallopian tubes, right and left, excision, unremarkable fallopian tubes and removed essure devices. Uterus, endometrium, curettage, multiple fragments of proliferative endometrium. No evidence of hyperplasia or malignancy. Clinical history: menorrhagia pelvic pain, due to essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nickel allergy, pelvic pain, fatigue, menorrhagia, rash and weight gain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.